Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2011-02481 and 1627487-2011-02482. The patient received an scs system, including an ipg, two percutaneous leads (of the same lot) and two anchors (of the same lot), on (B)(6) 2010. It was reported the entire system was explanted and not replaced due to generalized discomfort. No further patient complications were reported as a result of this event.